Event description:
It was reported that when using the bd pyxis¿ es server, multiple medication orders did not cross over. The customer reported that the meditech emr and pyxis system were not communicating. As a result, devices were placed into critical override mode. Medication orders did not cross over to the stations, preventing users from retrieving medications. Users reported having to re-enter orders to obtain medications. The issue began the previous night. The system automatically entered critical override mode, and some orders were reported to be discontinued automatically. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the meditech and pyxis were not communicating, resulting in orders placed the prior day not crossing over, triggering critical override and requiring re-entry to dispense medications. A technical support specialist (tss) confirmed that new orders were crossing successfully but older orders remained missing. Review of inbound processor logs identified non-concurrent errors impacting the affected orders and discontinue messages could not process because the orders were not present in pyxis. It was confirmed and communicated that impacted prior-day orders must be updated in meditech to appear in pyxis, while current order flow was functioning normally. Tss followed the knowledge article "med es server messages not processing concurrent error" to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.